Event description:
This instrument broke during surgery. It was confirmed that the broken tip was not retrieved. The doctor took an x-ray to locate the tip and was satisfied it did not remain in the joint so he did not pursue removal. The arthroscopic bankard repair resulted in a delay of several minutes.